Event description:
The customer reported having a hard time calibrating the unit. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that pm / cal performed, and replaced corroded right iui. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/14/2017 to the present date 01/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to failed pm/cal of the software ¿ application. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. CAPA #: ca-2018-0161 for iui conn issues.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported having a hard time calibrating the unit. There was no patient involvement.

Event description:
The customer reported having a hard time calibrating the unit. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.